Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported performance breakage needle. A paper lid, a winding former and a needle/suture piece of product code (B)(4), lot # lhh347 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected; also, the tip needle was examined and several marks were observed that appears to be by the use of a surgical instrument. No breakage needle was noted. Marks were observed on the edge of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no needle breakage was found on the sample.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the surgeon was able to visualize that the tip of the needle had shred. Surgeon was able to see through his loops. There were no adverse patient consequences reported. No additional information was provided.